Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: 5071-35 lead, implanted: (B)(6) 2015. 5071-35 lead, implanted: (B)(6) 2015. Dtba1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported there was bacteremia and there was vegetation on the right ventricular (rv) lead. The organisms identified were: staph epidermidis, staph haemolyticus and acinetobacter ursingii. The source of the infection was not known. The device, right atrial (ra) lead and rv lead were explanted. The two epicardial left ventricular (lv) leads were partially removed and will be fully removed at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.